Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns patient was having a lot of small seizures which consisted of blank stares for a few seconds although there was no aura for the patient. Current interventions were to increase the patient's anti-epileptic medication. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.